Event description:
Device 2 of 6. Reference MFR report #s 1627487-2012-04861, 1627487-2012-04863, 1627487-2012-04864, 1627487-2012-04865, 1627487-2012-04866. The pt had three systems. The pt received ten leads with six distinct lot numbers. It was reported the pt was on antibiotics for fascial acne and quit taking his antibiotic. The pt noted swelling in the temple near a lead site (off-label use) which did not resolve once he resumed the oral antibiotic. In addition, it was reported the pt had several open sores that had scabbed near the same lead site. The physician opted to explant all of the leads and left the extensions and ipgs implanted. It was reported the pt was continuing with oral antibiotics.

Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.